Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 29.0 mmol/l. Customer reported that high blood glucose began on (B)(6) 2018 and treated with manual injection. Customer's blood glucose started rising again as soon as the insulin pump was reattached. The customer experienced symptoms such as feeling unwell. There is no leaks or infusion set bent cannula were observed and bolus settings were correct. Customer also reported stuck button alarm was found in the insulin pump alarm history and stated that it was not exposed to a change in altitude. The customer was treated with manual injection in the hospital. The customer was wearing the insulin pump during the hospitalization. The customer was advised that the insulin pump will be replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump was received with all buttons responding properly. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08720 inches. No damage or moisture damage on keypad assembly, unlocked printed circuit board keypad connector, or stuck button alarm noted during testing. Insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.